Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2017-02001 pertains to the first speedband superview super 7 device, manufacturer report # 3005099803-2017-02002 pertains to the second speedband superview super 7 device, manufacturer report # 3005099803-2017-02003 pertains to the third speedband superview super 7 device, and manufacturer report # 3005099803-2017-02004 pertains to the fourth speedband superview super 7 device. It was reported to boston scientific corporation that four speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy and the suture broke on the first three devices used. A fourth speedband was used, and the same issue occurred, however, when the suture broke the ligator head cap to fell off inside the patient's mouth. The ligator head was retrieved by hand and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.